Event description:
A report was received that a patient had fallen and experienced redness and warmth at the pocket site. The physician aspirated the wound and discovered that the patient had a seroma in the pocket. The patient was explanted and is reportedly doing well following the procedure.

Event description:
It was reported by the rep that during a lap. Gastric bypass procedure the clips were scissoring in the middle of the procedure. Another device was used to complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Jaw misaligned, malformed clip the analysis results of the er420 instrument found that it was received with the jaws misaligned. The instrument was cycled and fed and formed 5 clips scissored due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips.in order to avoid this issue do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.